Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel in the left forearm. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon was advanced for dilation. However, when the balloon was pressurized during the first inflation for 30 seconds, the balloon ruptured. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
Correction to field d4: date of event from 06/03/2025 to 05/30/2025. Upon further review, it was confirmed that this complaint is a duplicate to (B)(4). Therefore, this complaint will be closed as duplicate. Any relevant information regarding the reported event will be captured by the complaint under (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel in the left forearm. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon was advanced for dilation. However, when the balloon was pressurized during the first inflation for 30 seconds, the balloon ruptured. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.